Event description:
It was reported that during testing the ventilator had a "machine pressure sensor automatic zero failure, no oxygen supply". No patient involvement. The service engineer (se) inspected the device and replaced the data acquisition board and the unit was returned to use.